Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient felt nauseous, sweaty, was vomiting, and had presyncope. The patient¿s cgm was reading between 80-90 mg/dl. No bg meter comparison value was taken at this time. 911 was called. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 42 mg/dl while the cgm was reading 102 mg/dl. Ems treated the patient with glucose gel and IV ¿sugar water¿. After treatment, the patient¿s bg meter reading increased to 200 mg/dl. The patient was not brought to the emergency room (ER). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When ems came, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.